Event description:
It was reported that balloon rupture occurred. A 8.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with this device. No patient serious injury nor adverse event were reported and the patient's condition was good.